Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Event description:
Additional information was received reporting patient was taken back to or and surgical bleeding was fixed with bone wax to sternum and evaluation of bypass grafts. No impella site bleeding noted.

Manufacturer narrative:
B5: additional event information was received.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced bleeding from the chest tube. The patient was transfused five units of packed red blood cells and taken to surgery. During the surgery, the patient's left ventricle was perforated. The patient was placed on cardiopulmonary bybass while the left ventricle was surgically repaired. The patient was in stable condition.

Manufacturer narrative:
The device was returned. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. No physical damage was observed on the returned product. Biomaterial was found on the outflow cage, which was removed before testing in a bucket of water. The pump ran as expected in the bucket of water. Data log review was not required for this case. Clinical symptoms (major bleed): the cause of the injury was not determined due to insufficient clinical details. Mechanical interaction with tissue (cardiac perforation): no pump damage was observed on the returned device. Clinical details indicate that left ventricular perforation occurred during manipulation of the lv while exploring for bleeding sources in the or. The cause of the cardiac perforation was most likely related to unintentional use, specifically related to heart manipulation. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.